Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised broke at the crossbrace near the right seat rail.

Manufacturer narrative:
An expanded evaluation was performed. The expanded evaluation report states: the cross brace was broken at the pivot link attachment point. There was no corrosion present anywhere on the tubing. There were multiple areas with heavy amounts of scratching. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken cross brace. Complaint of broke at the cross brace near the right seat rail was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
An expanded evaluation was performed. The expanded evaluation report states: the cross brace was broken at the pivot link attachment point. There was no corrosion present anywhere on the tubing. There were multiple areas with heavy amounts of scratching. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken cross brace. Product was returned for evaluation. The return fields in oracle state: broken tubing at center hole. Dealer advised broke at the crossbrace near the right seat rail.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: broken tubing at center hole. Complaint of broke at the cross brace near the right seat rail was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: broken tubing at center hole. Dealer advised broke at the crossbrace near the right seat rail.